Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick female external catheter was leaking as well, so patient used diaper and tape. The patient had been using this product for more than 90 days . As per the additional information received on (B)(6) 2022, the patient had a series of medical issues and had been treated for urinary tract infections was not caused by the purewick female external catheter. They stated that they get urinary tract infections from the fecal matter coming in contact with their vaginal area and the catheter. The urinary tract infections were treated with antibiotics at the time. They stated that they had reoccurring symptoms for urinary tract infections.

Event description:
It was reported that the purewick female external catheter was leaking as well, so patient used diaper and tape. The patient had been using this product for more than 90 days . As per the additional information received on (B)(6) 2022, the patient had a series of medical issues and had been treated for urinary tract infections was not caused by the purewick female external catheter. They stated that they get urinary tract infections from the fecal matter coming in contact with their vaginal area and the catheter. The urinary tract infections were treated with antibiotics at the time. They stated that they had reoccurring symptoms for urinary tract infections. Per additional information received via liberator on (B)(6) 2022. Stated that the motor seemed fine and the water test passed but the patient was waking up wet and it was leaking. They replaced kit on (B)(6) 2022 and the patient had been using the purewick products for more than 90 days. Per additional information received via phone on (B)(6)2022, stated that the patient still had leaking and believed it to be the wick. Per follow up received via email on (B)(6) 2022, it was reported that the urine seeped through both pads to the diaper. Stated that would often fill up and seep through both pads, the diaper, and the chucks (plastic and cloth) underneath patient.

Manufacturer narrative:
The reported event was confirmed use related. A potential cause of failure is user does not follow instructions. 3 photos were received documenting the amount of urine collected purewick collection system and condition of the catheter used for collection. Fecal matter present in the diaper and the catheter. Based on visual evaluation of the photos received and the event description, the reported event is confirmed as use related. Potential cause of failure is patient has fecal incontinence or is menstruating and is unaware of their condition or the restrictions of use. The device history record review was not required as the event is use related. The instructions for use were found adequate and state the following: "perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement. Warnings: discontinue use if an allergic reaction occurs. Precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter having frequent episodes of bowel incontinence without a fecal management system in place¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.